Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the moderately tortuous, mildly calcified, 90% stenosed, mid, left anterior descending (lad) coronary artery. A 2.75 x 18 mm multi-link 8 stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed. Resistance was felt during removal of the sds from the anatomy. The physician considered the heavy tortuosity of the proximal portion of the vessel a factor in the resistance. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficult to remove appears to be related to the circumstances of the procedure, as it is likely the device interacted with the moderately tortuous, mildly calcified, 90% stenosed vessel in addition to the heavy tortuosity of the proximal portion of the vessel during retraction (post deployment) resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.